Event description:
It was reported that during a routine device change out, the right atrial (ra) lead was tested and found to have bipolar impedance less than 100 ohms. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2007 (B)(6); 4068 implantable pacing lead 1999 (B)(6). (B)(4).